Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation and medical records received. Sections b.4, b.5, g.3, g.6, and h.2 have been updated. Corrections were made to h.6: device code, type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was) not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per proctor review observations, the valve appeared under expanded (20.1mm at mid valve and 0.5mm added for outer diameter) for a size 23mm thv. The complaints for regurgitation unknown, and increased gradients are confirmed based on the medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the instructions for use (IFU)/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per medical record clinical review, ''mild aortic regurgitation (ar) was observed, with a mean gradient of 27 mmhg noted.'' Per IFU, valve regurgitation, (including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to limited information and the type of regurgitation was unknown, a definitive root cause of the regurgitation was unable to be determined at this time. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant results in symptoms, it may require intervention. Per review of the provided imagery, the 23mm valve is under-expanded at mid valve with a diameter of 20.1mm. In this case, an under-expanded valve might reduce the effective orifice area, potentially obstructing flow across the valve and affecting its functionality, which could lead to an increased gradient. As such, available information suggests that procedural factors (under-expanded valve) may have contributed to the reported event of increased gradients. Available information suggests that patient factors (thrombosis) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, approximately 3 years post transfemoral tavr procedure with a 23 mm sapien 3 valve, the valve is failing. No patient complications were reported. The team does not plan to treat the patient at this time. The patient was stable and discharged. Based on medical records received, on 12/15/21 a transthoracic echocardiogram revealed mild aortic regurgitation, a mean gradient of 27mmhg, an aortic valve area of 1.6cm2, and an ejection fraction of 50%.

Manufacturer narrative:
Additions made to b.1 and b.2.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 3 years post transfemoral tavr procedure with a 23 mm sapien 3 valve, the valve is failing. The team does not plan to treat the patient at this time. The patient was stable and discharged.